Manufacturer narrative:
Narrative field; new updated and corrected information is referenced within the update statements. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. Evaluation summary: the mother of a female patient reported that the patient experienced diabetic ketoacidosis when using her humapen luxura hd device. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned a female patient of unknown age and ethnicity. Medical history and concomitant medications were not reported. The patient received insulin lispro (rdna origin) (humalog) cartridge via reusable pen (humapen luxura) for the treatment of juvenile type I diabetes. Dosage regimen, route of administration and start date were not reported. On (B)(6) 2018, she was dropping large ketones (as reported) that was confirmed later as diabetic ketoacidosis. The event was considered to be serious due to medical significance. On (B)(6) 2018, she discontinued insulin lispro cartridge and switched to insulin lispro (humalog junior) via pre-filled pen (kwikpen) 0.5-1.5 units for the treatment of juvenile type I diabetes. On (B)(6) 2018, the kwikpen did not work properly and her mother thought that no insulin was coming out of the pen (product complaint (B)(4) / lot number unknown). Also, her mother did not want her to continue with insulin lispro junior kwikpen and wanted her back with the reusable pen. Information regarding corrective treatments, outcome of the events and insulin lispro kwikpen therapy status was not provided. The user of the devices was the mother of the patient and her training status was not provided. The devices model duration of use and the suspect devices duration of use were not reported. The humapen luxura hd was not returned to the manufacturer. The return status of the kwikpen junior was not provided. The reporting consumer did not provide a relatedness assessments with insulin lispro and the humapen luxura. The reporting consumer assessed the event of drug dose omission as related to the kwikpen device. Edit 06apr2018: updated medwatch and (B)(4) fields for expedited device reporting. No new information added. Update 13apr2018: additional information received on 12apr2018 from the global product complaint database. Entered device specific safety summary (dsss) and updated the medwatch and (B)(4) device fields for the suspect humapen luxura hd associated with (B)(4). Corresponding fields and narrative updated accordingly.